Event description:
It was reported that the customer received an a33 alarm from the insulin pump. The blood glucose levels are unknown. The customer discontinued use of the insulin pump and reverted to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and a33 alarm during basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.